Manufacturer narrative:
A partial lead with the lead tip measuring 54.0cm was returned for analysis. External insulation abrasion was noted at 12.4-14.0cm and 47.0-47.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion under the svc shock coil was noted at 28.3-28.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 6.7-7.2cm from the distal tip. The etfe coating was damaged due to explant surgical procedure

Event description:
It was reported that when the asymptomatic patient presented in clinic for routine follow-up, stored episodes of non-sustained right ventricular oversensing due to lead noise was observed. Isometrics, positional movements, and deep inspirations did not reproduce the noise. The sensitivity was reprogrammed. One week later, a remote transmission revealed multiple vf episodes due to lead noise. Further lead evaluation was recommended. At a subsequent visit, x-ray revealed externalized conductors. The lead was explanted and replaced. The patient condition was good.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.